Event description:
The customer reported via phone call that they were hospitalized on (B)(6) 2015 with high blood glucose. The customer stated they changed the infusion set the night prior, but woke up with a blood glucose of 432 mg/dl. Customer attempted to treat their blood glucose with a bolus, but their blood glucose rose to 500 mg/dl, prompting them to be hospitalized. Customer's blood glucose was 500 mg/dl at the time of hospitalization. The treated their blood glucose with a manual injection prior to being hospitalized. It was also found the customer was vomiting from their high blood glucose. Troubleshooting found the bolus history did not display all entries based on their recollection. Customer was advised to change out their entire infusion set, reservoir, and insulin. The insulin pump will be returned and replaced due to the customer's request.

Manufacturer narrative:
The insulin pump was received with all operating currents within spec and passed functional testing including the rewind, basic occlusion test, and occlusion test, prime test, excessive no delivery test and displacement test. No unexpected low battery alarms were noted during failure analysis. No cosmetic damage was also noted during failure analysis.